Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on 2020-10-08. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2020-11-06 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. (B)(4). Investigation summary: no samples or photos received. Additional procedure clarification will be made to the line clearance form to address ambiguity identified with verifying needle bag clearance. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 3ml ll w/ndl sftygld 25x5/8 rb came with a mix of product types in a pack. This was discovered before use. The following information was provided by the initial reporter: material no: 305904, batch no: 9255272. It was reported that one needle was longer than the other. Event description per email states: a nurse took two needles out from the packaging and he noticed one needle was longer than the other. The longer needle was from lot# 9255272. Samples of the needles were not available but the nurse did take pictures.